Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, they were putting in some unknown 6.5 cannulated screw and the cannulated hexagonal screwdriver broke. They were able to retrieve all the pieces it just the tip of the screwdriver that broke. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) cannulated 4.0mm hexagonal screwdriver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, they were putting in some unknown 6.5 cannulated screw and the cannulated hexagonal screwdriver broke. They were able to retrieve all the pieces it just the tip of the screwdriver that broke. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) cannulated 4.0mm hexagonal screwdriver this is report 1 of 1 for (B)(4).